Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer's wife called in to report that her husband had been hospitalized due to high blood sugar levels and diabetic ketoacidosis. She states her husband's blood glucose level was 556 mg/dl. The blood sugar at the time of the customer's hospitalization was between 500 mg/dl and 700 mg/dl. The symptoms her husband experienced were lethargy and vomiting. The wife mentions that the customer's doctor stated that the pump was delivering insulin there were just missing boluses in the pump's history files. Troubleshooting was performed on the device and insulin exited during the manual prime. The time and date were correct. The basal rates and bolus wizard settings were correct as well. A low reservoir alarm was found in the alarm history and there were indeed missing boluses in the bolus history. A high pressure test was performed on the device and it passed. No further information was reported.